Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it damaged or broken off. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the broken off/detached cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the patient reported that the cannula had broken off from the pod. As treatment, a new pod was placed.